Event description:
(B)(6) study. It was reported a cerebrovascular accident (cva) occurred. On (B)(6) 2018, the patient underwent successful left atrial appendage (laa) closure. A 27mm watchman flx laa closure device was implanted with complete laa seal and deployed device diameter of 21.5 mm. Prior to the index procedure, 81mg of aspirin and 5mg of apixaban were administered. On (B)(6) 2018, the patient was discharged on aspirin and apixaban. On (B)(6) 2019, the patient underwent cardiac ablation for persistent atrial fibrillation. Pre-procedural computed tomography (CT) revealed normal pulmonary vein anatomy with a well seated watchman flx device, no device related thrombus or effusion was noted. Post-procedurally, the patient presented to the clinic with pericarditic symptoms and was treated with anti-inflammatory medication. On (B)(6) 2019, the patient presented to the emergency department with complaints of acute left sided chest pain. The patient was noted with pleuritic chest discomfort. EKG findings were consistent with pericarditis and small pericardial effusion. CT angiography (cta) of the chest revealed a small volume pericardial effusion, bibasilar atelectasis although minimal infiltrates could have this appearance, cardiomegaly, metallic mesh device along with anterior left atrium. The patient was hospitalized on the same day and was treated medically. The suspected cause of pericarditis was atrial fibrillation ablation. On (B)(6) 2019, the event was considered to be resolved and the patient was discharged on aspirin and colchicine. On (B)(6) 2019, an outpatient cardiologist started the patient on steroids. On (B)(6) 2019, the patient was found unresponsive in bathroom with blood and vomit on floor. The patient was brought to the emergency department via ems. Per the spouse, the patient was feeling cold, had shakiness and chest pain from the previous day which worsened. Per ems, blood pressure was 177/120 prior to the arrival to ed and was unresponsive with non-reactive pupils. In ed, chest x-ray revealed stable cardiomegaly, left basilar retrocardiac airspace capacity, probable atelectasis although infiltrate was not excluded. Right basilar discoid atelectasis was noted. Patient was intubated for airway protection, post which, patient became agitated and was sedated with 100mcg fentanyl. CT of the head revealed large area of hypoattenuation in the right temporal, frontal and parietal lobe at the level of craniotomy with the focal dilatation of right atrium, trigone and temporal horn of the right lateral ventricle likely secondary to resection cavity and encephalomalacia. Punctate foci of hypoattenuation in the frontal sulci bilaterally likely secondary to small collections of subarachnoid air, there was no evidence of large territorial acute ischemic infarcts or intracranial bleed. The patient was diagnosed with acute altered mental status and encephalopathy and was hospitalized on the same day. At the time of event, patient was on aspirin and apixaban which was kept on hold and was on subcutaneous heparin. Patient was started on IV fluids. On the same day, cardiology consultation recommended echocardiogram to follow up on effusion. EKG revealed recurrent st elevation. ECG revealed sinus tachycardia with 1st degree av block, age determined septal infarct, prolonged qt, new septal infarct, st no longer elevated in anterior leads and lengthened qt. On (B)(6) 2019, tte revealed lvef 60%, severely dilated left atrium, large circumferential pericardial effusion with early signs of tamponade. Chest CT without contrast revealed large pericardial effusion of 3 cm and new small bilateral pleural effusion. Per cardiology, differential diagnosis included hemodynamic compromise/cardiac tamponade related to rapidly progressing pericardial effusion versus postictal state secondary to recent inflammatory condition/drop in seizure threshold. The patient was currently hemodynamically stable with IV fluids. However, given the rapid progression of effusion, presenting signs and symptoms, increasing lactic acid level, acute tamponade with systemic malperfusion and cariogenic shock, pericardiocentesis was recommended. CT of head/brain without contrast revealed no CT evidence of acute intracranial abnormality, stable appearance of postoperative changes in the right temporal and parietal encephalomalacia. On the same day, cta of the neck revealed no flow limiting high-grade stenosis, occlusion or dissection of the major cervical arterial vessels, no significant internal carotid artery stenosis. Cta head revealed no flow limiting high-grade stenosis, occlusion or aneurysmal dilatation of the major intracranial arterial vessels. Postoperative changes with resection cavity and encephalomalacia in the right temporal, frontal and parietal lobe. No evidence of acute large territorial ischemic infarcts or intracranial hemorrhage. Possible small pneumocephalus was noted. The patient was diagnosed with ischemic stroke. Of note, at the time of enrollment nihss was 1 and mrs was 0 and at the time of 6-month follow-up ((B)(6) 2018), mrs was 0. On the same day, the patient was diagnosed with nstemi, cardiogenic shock and acute respiratory failure with intubation. The suspected cause of nstemi was cardiogenic shock secondary to subacute atrioesophageal fistula and suspected cause of cardiogenic shock and acute respiratory failure was pericardial effusion from possible atrioesophageal fistula. On (B)(6) 2019, electroencephalogram in the unresponsive state was performed and findings were consistent with a severe generalized cortical dysfunction maximal bifrontally but more prominent involving the right hemisphere. Epileptiform activity was not seen. That day the patient underwent urgent percutaneous pericardial drainage procedure with ultrasound guidance and 540cc of serosanguineous fluid was drained. Post operative chest x-ray showed interval placement of pericardial drain with significant interval reduction in size of cardiac silhouette. On (B)(6) 2019, lab investigations revealed hemoglobin 14 g/dl and hematocrit 41.8. Of note, baseline lab investigation on (B)(6) 2018, revealed hemoglobin 14.6 g/dl. The suspected cause of pericardial effusion and stroke was "possible pericardio-atrioesophageal fistula in the setting of delayed pericarditis post catheter ablation. Thromboembolic event may have secondary atrioesophageal fistula formation." On (B)(6) 2019, infectious diseases consultation was obtained for persistent fevers. Blood cultures was positive for gram positive cocci which was suspected to be contaminant. Fever and leukocytosis were likely multifactorial. Patient was intubated in ICU due to acute respiratory failure. Tte revealed small posterior pericardial effusion. Compared to prior tte, significant decrease in size of pericardial effusion was noted. CT head/brain without contrast revealed hypoattenuating areas that have developed since prior exam seen within both cerebellar hemispheres, bilateral parietal occipital lobes and bilateral frontal/parietal lobes as well as both thalami concerning for areas of ischemic change. Per neurology consultation, early hypoattenuation involving both the hemisphere shows an evolving large area of left mca territory subacute infarction. Patient was suspected for cardioembolic infarcts involving the left hemisphere and probably new infarcts in the right hemisphere and basal ganglia and cerebellum with poor prognosis. Treatment options were limited as it was risky to start on anticoagulation. On (B)(6) 2019, due to lack of neurological recovery, family decided for comfort care. The patient was extubated and passed away that day. Per the site, given the patients recent catheter ablation involving left atrial posterior wall, post-ablation pericarditis symptoms, hematemesis, pericardial effusion and pneumocephalus, a diagnosis of subacute atrioesophageal fistula was likely the etiology of the patient's death and it is unlikely that the patient's hematemesis, pericardial effusion, acute respiratory failure, ischemic stroke with pneumocephalus, nstemi, cardiogenic shock and subsequent death was related to watchman flx device. The cause of death was pericardial effusion. Death certificate is not available and family declined autopsy.